Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote balloon catheter and a stopcock. The balloon was loosely folded with contrast in the lumen. Microscopic investigation of the balloon material revealed a pinhole at the distal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 2.0mmx220mmx150cm coyote balloon catheter was advanced for dilatation. The balloon was inflated twice at 6 atmospheres. However, upon the third inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.